Manufacturer narrative:
Additional information not previously reported. Based on the product evaluation findings the information is relevant to the event. Result = within specification. Additional manufacturer narrative: the device was returned to edwards with a 2-ml-limited luer-lock syringe and a blue-handled stopcock. During visual inspection, the articulation switch was found pushed all the way forward, and tip of device was somewhat articulated. The contamination guard was fully extended but not locked in place. Residual material was found inside the blue tip lumen. Ft-ir analysis determined the residual material to be of a biological substance. Flow test was conducted to all three lumens (the cardioplegia lumen, the balloon inflation lumen, and the coronary sinus pressure lumen) and no obstruction was found. The complaint that ¿high pressure and low flow was encountered while administering cardioplegia¿ could not be confirmed, given that no flow issues were encountered during evaluation of this device. The complaint of high coronary sinus pressure could not be confirmed. It was possible the biologic substance observed in the tip could have caused or contributed to the reported event. It was also possible the decontamination process and/or functional examination flushing the device lumens resulted in partial removal of some of the biological substance from the lumen tip allowing for device flushing during functional evaluation. A review of the device history record (DHR) revealed no non-conformities related to the device, and product met specifications upon release. A definitive root cause was unable to be determined but operational context possibly affected device performance. A manufacturing defect or design inadequacy was not confirmed for this event. A review of the instructions for use (IFU) and training materials was conducted and no inadequacies were identified with regards to warnings, contraindications, troubleshooting and the directions/conditions for the successful use of the device. The trend is in control and no further action is required at this time. Trends will continue to be monitored through the use of edwards quality systems and if action is required, appropriate investigation will be performed.

Event description:
Total heparin dosing administered before catheter insertion was 10,000 units (2 doses of 5,000u). Heparin was given again during cannulation and then later a full dose was given for bypass. There were no reported patient anatomical variances.

Event description:
Edwards received information that high pressure and low flow was encountered while administering cardioplegia via a peripheral retrograde cardioplegia device. Prior to use, no visible inconsistencies of the catheter were noted and the articulation worked correctly before inserting the tip through the introducer. It was reported that the device worked prior to use. The device was placed successfully with fluoroscopy imaging and confirmed with venogram. After device insertion, no deformation of the tip to indicate a bent catheter or positioning against the wall was noted via venogram. Initial pressure readings were good at the start of the first cardioplegia dose. Flow was 120l/min and line pressure was 180mmhg; although the coronary sinus pressure was 26. As infusion of the cardioplegia dose continued, the coronary sinus pressure rose and the line pressure rose to the 300¿s. Cardioplegia flow was restricted and the user was unable to continue cardioplegia delivery. To troubleshoot, the catheter was repositioned several times and the port of the pressure line was flushed but the cardioplegia port was not flushed due to concern of a possible clot within the catheter lumen. After troubleshooting, there was no change to the line pressure. The catheter was removed from the patient and a traditional retrograde cannula was placed to allow cardioplegia administration for the remainder of the case. The patient did well and no negative outcomes were reported.

Manufacturer narrative:
Device not returned. Based on the information received, a definitive root cause could not be ascertained and no manufacturing related issues could be identified because the device was not returned to edwards for analysis. If at a later time, the device is returned to edward for analysis a supplemental MDR will be submitted. A review of the instructions for use (IFU) was conducted and no inadequacies were identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Edwards will continue to review and monitor all events and if action is required, appropriate investigation will be performed.